Manufacturer narrative:
Additional device: tg3115/(B)(4).

Event description:
On (B)(6) 2007, the patient was treated for an aneurysm in the descending thoracic aorta with gore tag thoracic endoprostheses. On approximately (B)(6) 2010, stent-graft infolding was observed along with an endoleak and aneurysm enlargement. The physician did not identify a cause for the infolding and endoleak.